Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, date was reported as unknown. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in determining a more definitive cause for the reported device not working. A device not working can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and/or user technique. During manufacturing, all devices undergo visual and functional testing. It is unknown if a femoral angiogram was taken or if calcification was present. There was no report of any abnormal user technique and it is unknown if the physician was trained in the use of proglide device. Based on the reported information and the inspection criteria, a definitive cause for the reported device not working could not be determined. A review of the device lot history record and a query of the complaint handling database could not be performed as the lot number was not provided and the device was not available for analysis. There appears to be no indication of a product quality problem.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the device did not work. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the perclose proglide device. Additional information was not provided.